Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the reaming heads are rusty. This was reported to be found after cleaning. No patient involvement known. No report of problem affecting a medical or surgical procedure. There are 31 reaming heads listed for this complaint. This is report 10 of 31 for (B)(4).

Manufacturer narrative:
The device was used for treatment, not diagnosis. Date of event: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.